Manufacturer narrative:
No unexpected blank display anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had a cracked case at the display window corners, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer reported that the insulin pump was dropped and the battery compartment had crack. The customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.